Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticmo12.1 implantable collamer lens, -08.00/+1.5/091 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The problem was resolved. The lens was not replaced with another icl lens. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, expiration date: 31-may-2025. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5- "the reporter indicated the surgeon inserted a 12.1mm vticmo12.1 implantable collamer lens, -08.00/+1.5/091 (sphere/cylinder/axis) on (B)(6) 2022. On the same day separate surgery the lens was explanted due to excessive vaulting. The problem was resolved. The lens was not replaced with another icl lens. The cause of the event was unknown." Claim# (B)(4).